Event description:
Rptr had implants implanted in 1983. Rptr experienced the following: nipple discharge and pain, chest pains, lung nodules, arthritis symptoms, fatigue, joint swelling, pain, stiffness, muscle fatigue, swelling of hands and fingers, breast tenderness, swollen glands, cold feet and hands, malpositioned implants, asymmetry and possible leakage.